Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, testing using a retained kit of reagent lot 95334li00, a review of the performance of the likely cause lot, and a review of product labeling. Ticket searches determined that there is normal complaint activity for the likely cause lot when evaluating sensitivity. Tracking and trending report review did not identify any adverse and non-statistical trends identified for the complaint issue. A retained kit of reagent lot 95334li00 (contains identical bulk reagents as 95330li00) was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. The performance of the likely cause lot was investigated and did not identify any non-conformances or deviations associated with the complaint issue. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Section 4 lot number was updated from unknown to 95330li00. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
All available patient information was included. No additional patient information is available. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36 an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) hiv ag/ab result of (B)(6), when processing on the architect i2000sr. The retest results were (B)(6). Unit of measure was not provided. No impact to patient management was reported.